Event description:
Reporter indicated a vns therapy pt was experiencing an increase in seizure frequency below pre-vns levels, but the seizures have increased in intensity and duration. A battery life calculation revealed the pt's generator was 0.12 years until the elective replacement indicator would read "yes." The pt underwent generator replacement surgery. Good faith attempts to obtain additional info have been unsuccessful to date.